Manufacturer narrative:
Results: the jet7 was fractured approximately 44.5 cm from the hub. The jet7 was ovalized approximately 47.0 cm from the hub. The jet7 was kinked approximately 67.0 cm from the hub. There was no damage to the distal tip of the jet7. Conclusions: evaluation of the returned jet7 revealed a fractured, ovalized, and kinked catheter. If the jet7 is forcefully mishandled during use, damage such as this may occur. Further evaluation of the returned jet7 revealed no distal damage to the jet7. Therefore, the root cause of the reported distal damage could not be determined. Penumbra catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the m1 segment of the middle cerebral artery (mca) using a penumbra system jet 7 reperfusion catheter (jet7), a stent retriever, and a neuron max 6f 088 long sheath (neuron max). During the procedure, the physician completed one pass using the jet7 and the stent retriever. During the second pass, damage to the jet7 was seen under fluoroscopy. The device was removed from the patient without any complication. Upon removal from the patient, damage to the distal tip of the catheter was noted. Contrast was not injected through the jet7 at any time during the procedure. The procedure was completed using a new jet7 and the same neuron max. There was no report of an adverse effect to the patient.